Event description:
The sales rep was present during this incident. While scoping the knee, the pt had compartmental syndrome of the anterior femur. The pt was being scoped for an acl tear in addition to a lateral collateral ligament tear. Dyonics 25 pump, cannula setting was set to high flow (6 mm high flow cannula), pressure at 60 mmhg, and flow rate at 2.5 l/min. Also using inflow / outflow tubing, with no communication cable from pump to shaver control unit. The surgeon stopped the case and did "compartmental pressure testing which was within normal limits." Pt was admitted to hospital.

Manufacturer narrative:
Device was not returned for evaluation. (B) (4).